Manufacturer narrative:
The returned device was received, and the investigator noted the distal tip of needle was bent and twisted as reported. No functional testing could be performed on the device. Cause of bent needle is unknown. Internal reference complaint#: (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported the physician performed an eviva breast biopsy procedure (exact date unknown) and the procedure was completed. During device removal the tip of the needle was completely bent up. There was no patient injury reported.